Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lgz392; expiration date: 05/31/2019. Date of mfg.: 06/15/2017. Batch ljz464; expiration date: 07/31/2019. Date of mfg.: 08/15/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The analysis results found that the strap25 device, lot lgz392 was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 11 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. Additional information was requested and the following was obtained: how was the procedure completed? Dr opened competitor covidien pro tack to complete procedure. Any patient consequences? None.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device lot number? How was the procedure completed? Any patient consequences?

Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, staples of device did not fix onto the mesh. When surgeon fired the staples pulled out. Additional information has been requested.